Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "repair small-bowel resection and lysis of adhesions", however, the patient's attorney did not allege a specific device failure and no medical records have been provided. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an incisional hernia. A bard/davol marlex, reference number 0112660, lot number 43kpd149 was implanted to repair the hernia defect. On (B)(6) 2009: the patient underwent an additional surgery to repair small-bowel resection and lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Manufacturer narrative:
This is an addendum to the initial MDR to correct the expiration date. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for repair of an incisional hernia. A bard/davol marlex, (B)(4), lot number 43kpd149 was implanted to repair the hernia defect. (B)(6) 2009: the patient underwent an additional surgery to repair small-bowel resection and lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for repair of an incisional hernia. A bard/davol marlex, reference number 0112660, lot number 43kpd149 was implanted to repair the hernia defect. (B)(6) 2009: the patient underwent an additional surgery to repair small-bowel resection and lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Per additional information provided: (B)(6) 2006 - patient was diagnosed with complex incisional hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿there were significant scarring and adhesions in the upper midline portion. Two small midline defects were located below the umbilicus and extensive dissection was performed surrounding the superficial rectus sheath. A marlex mesh was placed intraperitoneally and below the level of the rectus sheath using sutures.¿ (B)(6) 2009 - patient was diagnosed with adhesions and small bowel obstruction thereby underwent open repair. Per operative notes, ¿the mesh was encountered. There was a seroma and some dense adhesions to the mesh which were taken down, then the small bowel was transected.¿ (B)(6) 2010 - patient was diagnosed with complex renal cystic mass, adhesions and right lower pole ureteropelvic junction obstruction thereby underwent laparoscopic repair. (There was no visualization/mention of previous mesh). (B)(6) 2010 - patient was diagnosed with left solid renal mass thereby underwent open left partial nephrectomy. Attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, pain, seroma, incision of mesh and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "repair small-bowel resection and lysis of adhesions", however, the patient's attorney did not allege a specific device failure and no medical records have been provided. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum #1: this is an addendum to the initial MDR to correct the expiration date. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 3 months post implant of bard flat mesh, patient was diagnosed with adhesions, abdominal distension, seroma and small bowel obstruction thereby underwent repair. The instructions-for-use supplied with the device list seroma as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.